Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6). [(B)(6).pdf].

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411) and a cobas 6000 e 601 module (e601) used at a second site. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Please refer to the medwatches with the following patient identifiers for information related to each affected analyzer: (B)(6). Refer to the attachment for all patient data. Tube a and tube b were collected from the patient at the same time on (B)(6) 2018. Tube c and tube d were collected from the patient at the same time on (B)(6) 2018. The samples were tested on the customer's e411 analyzer and an e601 analyzer used at the second site. The customer believed the lower values to be correct. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 284292-01. The reagent expiration date was asked for, but not provided. Precision studies were performed.

Manufacturer narrative:
The customer stated that contamination with yellow and red capped tubes could be ruled out since other test parameter results were concordant. The customer performed thin-layer chromatography for hcgb with the yellow cap and red capped tubes. Results were the same as recovered with the elecsys tests. The red cap tube result was positive and the yellow cap tube result was negative. The patient is healthy and does not take medication. Calibration data from 23-mar-2018 was within expectations. Level 1 control recovery was within range on 05-apr-2018. A general reagent issue could be excluded.

Manufacturer narrative:
It has been clarified that the specific run 1 value of tube b run on the e601 analyzer was 1.38 mui/ml. It has also been clarified that the correct run 1 value for tube d on the e601 analyzer is 0.17 mui/ml instead of 0.19 mui/ml. The patient also had a third sample collected in a red cap tube and tested twice on the e411 analyzer on (B)(6) 2018, resulting as 0.12 mui/ml and 0.11 mui/ml. This sample was run on the e601 analyzer at the second site, resulting as < 0.10 mui/ml. All values for this sample were considered correct as the values were repetitive and corresponded to the patient's clinical history. No adverse events were alleged to have occurred with the patient. Both level 1 and level 2 controls were within range on (B)(6) 2018 and all other provided dates except twice on the e411 analyzer in february and march 2018. A general reagent issue could be excluded based on the provided data. The investigation was unable to find a definitive root cause.